Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1430, awareness date 07-oct-2015). It refers to an adult female consumer in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014. Essure was inserted about 6 weeks after consumer having her third child. She had extreme pelvic pain and back pain, continuous painful periods, hair falling out all the time. Before essure she had no cramping or back issues. She had migraines and was very lethargic, pain in stomach when lying on her side - it was so bad that she to literally hold herself so she could switch positions. This pain was comparable to back labor and natural labor according to her. When lying on side and trying to move it popping and wringing of a towel sensation, it was extremely painful. Hsg (hysterosalpingogram) test was performed 3 months after placement and everything was fine and in the correct place. However, it was after the test that her continuous periods started. The doctor placed her on bc (birth control pills) for a month to try to treat the periods, but it never made them fully go away. The doctor also checked her vaginally for placement and she hurt for the following 2-3 days from him touching them. She also a vaginal ultrasound only to be told that all is fine. She a lavh-bs (laparoscopically assisted vaginal hysterectomy) on (B)(6) 2015 at the age of (B)(6)and considered the events related to essure. Product technical complaint (ptc) investigation result received on 22-oct-2015: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who extreme pelvic pain after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy at (B)(6). This event is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, consumer pain and menstrual changes which she associated with essure placement. She underwent a hysterectomy approximately 7 months after device insertion. Considering this positive temporal relationship and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required (hysterectomy performed). The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.